Event description:
It was reported by the rep that the (1) tct75 and the (1) tcr75 were used during a colon resection procedure. It was reported that the staples jammed. The original reload was taken out and replaced with a new load. When the original was placed back in, the device again jammed. The case was completed with a tlc75. There was no consequence to the pt.